Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l80507, implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving bupivacaine with concentration 30 mg/ml at a dose rate of 21.782 mg/day and dilaudid with concentration 10 mg/ml at a dose rate of 7.261 mg/day via an implantable pump for spinal pain, non-malignant pain, and other chronic/intractable pain (trunk/limbs). It was reported that during procedure, the existing catheter was not intact when entering the pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostic tests/troubleshooting was performed. A new catheter was added on (B)(6) 2019 when they replaced the pump. The complete catheter was explanted and replaced. The issue was resolved as of the date of the report. The patient was without injury regarding their status at the time of the report. It was indicated that the hcp was notified that the device should be returned to the manufacturer; however, the hcp had discarded the catheter. Other medications (oral, etc.) The patient was receiving at the time of the report was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown / would not be made available. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.